Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, when the physician inserted the farawave catheter into the faradrive sheath and started to aspirate, air was being sucked through the valve into the syringe. The physician removed the catheter and tried aspirating without any issue but as soon as the catheter was inserted to the sheath again, air entered through the valve. A new sheath was opened and used without any issue. No patient complications occurred. The device is expected to be returned. It was further reported the local representative confirmed there was no abnormalities while prepping the sheath. The sheath was inserted with dilator over the guidewire for the transseptal puncture. When the physician was in a stable position in the left atrium la, the guidewire and dilator were removed. A hospital pump was used. There was no air seen inside the patient, air was only drawn during aspiration. The guidewire was inside the farawave at the distal end.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, when the physician inserted the farawave catheter into the faradrive sheath and started to aspirate, air was being sucked through the valve into the syringe. The physician removed the catheter and tried aspirating without any issue but as soon as the catheter was inserted to the sheath again, air entered through the valve. A new sheath was opened and used without any issue. No patient complications occurred. The device is expected to be returned. It was further reported the local representative confirmed there was no abnormalities while prepping the sheath. The sheath was inserted with dilator over the guidewire for the transseptal puncture. When the physician was in a stable position in the left atrium la, the guidewire and dilator were removed. A hospital pump was used. There was no air seen inside the patient, air was only drawn during aspiration. The guidewire was inside the farawave at the distal end.